Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of damage to their insulin pump. The customer states the device to have cracks and burns. The customer stated that they were hospitalized for keystones but she was not sure if it was due to the insulin pump. The customer's blood glucose levels are unknown. Customer was advices to discontinue use of pump, and that it needed to be replaced. Customer is being shipped a replacement pump.